Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "possible" left side implant deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported left side "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.4., d.6a., d.6b., d.9., h.3., h.4., h.6. Device evaluation: analysis of the returned device identified: delamination, creases fold and white particles on the shell. Leak test and microscopic analysis was performed which identified: delamination on valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.